Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The camera cable was found cut and leaking ¿ causing the unit to fail the leaking test. When connected to a processor, the camera image appeared correctly and passed all functional tests. However, after the first hour of testing, the reported e216 error code appeared, and the image was lost. This failure was caused by the cable damage. A known-working cable was used, and the unit functioned without fault. The reported e226 error code did not occur during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was displaying e216 and e226 communication error codes during procedure preparation. According to the initial reporter, the camera cable had been cut and was leaking. Reportedly, the intended procedure was a therapeutic laparoscopic procedure and was completed using a similar device. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected:h4. Based on the results of the investigation, it was determined that poor communication occurred due to cable failure which caused the e216 and e226 errors to occur. It was noted that both e216 and e226 are errors that occur when communication with a camera head fails (instruction manual of otv-s300 chapter 10 when abnormality occurs 10.2 how to tell the abnormality and how to handle it). It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable, adjustments to be completed, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.